Manufacturer narrative:
The site did not return any device therefore no device eval was performed. A review of the device history records found no issues. If additional info pertinent to this event is obtained, a f/u report will be submitted. (B)(4).

Event description:
A pt with 6-7 cm of high grade dysplasia and multifocal low grade dysplasia diagnosed in (B)(6) 2013, underwent radiofrequency ablation (rfa) on (B)(6) 2013. The pt had significant dysphasia and approximately one month post rfa, underwent an endoscopy which revealed a tight stricture was subsequently dilated. Symptoms have been improving.